Event description:
The customer reported an overinfusion of potassium chloride 40 meq/250 ml ns which was set up as a primary to infuse over 4 hours. The patient notified the nurse after 30 minutes that the pump was alarming and the entire bag was noted to have infused. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.

Manufacturer narrative:
This report was filed by the manufacturer. The devices have been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.